Event description:
The micro-catheter was being withdrawn intra-procedurally when it snapped and the proximal portion became stuck in the onyx cast. Attempts were made to go after it with alligator device, then snare, but we were unable to get it out. The fragment was retained. It was removed the following day via an additional invasive procedure.